Event description:
Add'l info rec'd from MFR 10/25/2004: MFR has tested the wrong units sent form the distributor in USA and MFR has confirmed that the units do not have flow through them. MFR considers that the defect do no affect to the pt because the problem is detected before the use of the product. According the instructions of use, it is necessary to purge the system before use it, so if the unit is obturated, it is impossible to do the purge and the defect is detected. MFR has analyzed the defected units and has confirmed that the cause of the non conformity is a slow movement of an internal piece (o-ring) of the body. MFR connects this defect with a batch of raw material that have a dimensional size on the top value of the specification. Not all the units of this batch are non-ok and not all the non-ok units have obturations problems. So, MFR considers that it occurs on a low frequency. On spite of this, MFR has decided to return to the company the remaining stock of this batch in the warehouse of the distributor. MFR has implemented a corrective action in order to eliminate this non conformity, modifying the mould of the o-ring.

Event description:
Rate flow regulator tubing would not prime past the flow regulator device.